Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter had a battery charge issue and would not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began around (B)(6) 2015, about a day after she began to develop unspecified symptoms. The patient stated that she manages her diabetes with insulin (no adjustments). When the patient was unable to obtain a result with the subject meter due to the alleged power issue, the patient stated she contacted her doctor who advised her to take insulin (unknown type and dose). The patient reported that her blood glucose was tested on another device at an unspecified date and time but was unable to confirm the result obtained. At the time of troubleshooting, the customer service representative (csr) noted the patient was not a first time user of the lfs product and there was no indication of misuse to the device. The csr noted the patient was unaware of the battery indicator or message appearing prior to the meter not turning on. The csr noted that the correct test strips were being used for testing. The csr confirmed the patient was unable to turn the meter on manually when the power button was pressed or when a new test strip was inserted. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged meter issue was not resolved during troubleshooting.